Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available for evaluation. Visual inspection revealed that the bag had no blue connector. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A functional test was also performed in which the bag was inflated with air and leak tested underwater; this test did not identify any leak, indicating the reported leak occurred due to the disconnection of the blue connector. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a 2l oxygen barrier bag before use. No patient involved. No additional information is available.